Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. The caller stated the pump was under delivering whenever they got to 150 units of insulin. The customer was only using the pump for corrections. The customer was using insulin straight from the fridge. The caller stated there were some bubbles in the reservoir and infusion set. The customer's pump time clock was incorrect and they updated the time. No harm requiring medical intervention was reported. Troubleshooting was not completed. The devices will not be returned for analysis.